Event description:
The stent had been placed without issue at the neck of a right internal carotid artery aneurysm approximately three months previously as part of a staged embolization procedure. During this initial procedure, when approximately two thirds of the stent had deployed the delivery system moved proximally and the stent had to be deployed with only 80% coverage of the neck of the aneurysm. Angiography taken prior to the placement of the coils to embolize the aneurysm, noted that the stent had moved with a tine protruding into the aneurysm. The coils were deployed without issue. Due to stent movement and protrusion into the aneurysm, the physician attempted to place a second stent but this prematurely deployed in the right iliac artery. The pt was asymptomatic for the stent movement and suffered no clinical consequence during the second procedure.

Manufacturer narrative:
Related to manufacturer report: 2939204-2009-00552 for neuroform 3 stent delivery system.